Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity I b12 assay, list number 07p67-22 and manufacturing site a.i.d.d longford to the alinity I processing module, list number 03r65-01, and manufacturing site abbott gmbh. MDR number 3002809144-2021-00385-00 has been submitted and all further information will be documented under that MDR number. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier: multiple = sid (B)(6). This report is being filed on an international product, list number 07p67-22 that has a similar product distributed in the us, list number 7p67-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b12 results for two patients. The results provided were: sid (B)(6) initial result (ai02030) = 211 pg/ml, repeated (ai03929) = <148 pg/ml and 191 pg/ml, repeated (architect) = 143.2 pg/ml; sid (B)(6) initial result (ai02030) = 254 pg/ml, repeated (ai03929) = <148 pg/ml, repeated (architect) = 138.5 pg/ml; (expected range 187 to 883 pg/ml) no impact to patient management was reported.